Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected battery out limit or battery change to slow alarms was noted. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive when she was trying to clear out a battery alarm limit. The customer also stated the insulin pump smelled strongly of insulin. Her blood glucose level was 98 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.